Manufacturer narrative:
The device investigation is currently underway. A review of the serial history for this device indicates that the device has not been inspected by the manufacturer since its purchase in june 2007. Preventive maintenance is recommended on an annual basis. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2011 fs pump overinfusing. Used on female patient. Patient ok. Overinfused with heparin. Category "d": medication error no harm to patient and no anecdote. Pump used in ER then transferred to med/surg where event happened. At 19:13 started infusion; 2133 battery warning; 2144 infusing 125. Pump ran 2 hours then had a low battery warning. Then power up code and then infusing at 125. Nursing stated they did not touch the pump and not sure if patient did.